Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had insulin flow blocked alarm. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for insulin flow blocked alarm. Customer stated that, the tubing is not bent or kinked. Customer stated that, they have tried all remedies. Customer advised that, the insulin pump will need to be replaced and retrieve and save pump settings and revert to backup. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit received with minor scratches on case and minor scratches on lcd window.